Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high blood glucose higher than of 400 mg/dl and 300 mg/dl. Customer states that insulin pump beeping and saying no delivery even after changing infusion sets. Customer also reports that insulin pump alarmed for failed battery test with new batteries. Insulin pump will not be return for analysis.